Event description:
Initial rptr indicated, that they had just seen the pt in the office for the first time. It was reported "that they were having more voice alteration during on time and now pain with stimulation (no location provided). This had been at the same settings for a year." Add'l info was provided from the site "the pt is experiencing continuous voice change and pain around the carotid when the device stimulates, the pt was seen in the office and the settings were lowered and the pt would be brought back to have diagnostics performed." It was later reported, the pt underwent complete revision surgery for a "lead break". Good faith attempts will be made for add'l info and prod return for analysis.

Manufacturer narrative:
Device malfunction is suspected.